Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports, only the head of shaver was received for evaluation. Not all parts were returned for evaluation. Due to missing parts a complete evaluation could not be performed. The broken head of the shaver is indicative of too much force applied during usage. The lot number is unknown therefore a review of the device history record could not be completed. The complaint is considered invalid from a manufacturing perspective.

Event description:
It was reported that during a posterior lumbar fusion at l3-4, the paddle on the end of an intervertebral disc shaver broke off into patient. All pieces were retrieved. The patient was not harmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).